Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump "leaked" fluid after alarming infusion completed. This condition occurred while performing preventative maintenance testing. The customer reported that the infusion completed, however the motor sounded like it was still running and an additional 5 ml of fluid came from the IV line after the test concluded. There was no patient involvement.